Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, it was noted that the atrial lead was dislodged. The lead was explanted. The patient was discharged next day, no adverse effects were noted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.